Manufacturer narrative:
Concomitant product(s) : product ID: 309333, lot# v220528, serial# product type: lead. (B)(4).

Event description:
The consumer reported that the patient's device didn't seem to help and it had been off for 2 years and in for 5 years. The patient had developed a pain right where the monitor was under the skin and it seemed to cause the entire leg to ache. The patient's family member didn't want the patient to have surgery again to remove it. The patient got in to see their health care provider (hcp) and the hcp said the device just shifted. The device just kind of shifted or moved down or something, so the hcp was going to remove it in the middle of (B)(6) 2015. The indication for use for this patient was gastrointestinal/pelvic floor.